Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, kinking occurred and the device could not be bent into the artery. A second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. A 6fr sheath was used during insertion of the device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. A kinked sheath can be influenced by numerous factors including, but not limited to, a manufacturing deficiency, user technique or patient anatomical conditions. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. The device sheath may kink if the user aggressively advances it into patient anatomy, or if it is used in an obese patient, or in heavily scarred tissue. As there is limited reported information about event circumstances, a conclusive cause for the reported kinked sheath could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be a lot specific product deficiency.